Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator and leads developed a pocket wound infection. The device and leads remain implanted at this time.

Manufacturer narrative:
The pacing system remains implanted. Should additional information become available, an amended report will be submitted.